Manufacturer narrative:
The reported issue is currently under investigation. Three attempts have been made to contact customer to get add'l info on the staff member that was injured. No add'l info at this time. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9800 system c-arm has a 'catch in motion" and as a result the x-ray technologist "strained her back" while pulling the system back or moving the c-arm. Initial assessment by the customer contact indicated that motion seemed smooth and could not find a problem. No add'l info at this time.